Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead was experiencing high capture threshold. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2022. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece measuring 51.8 cm. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.